Event description:
The physician reports that a patient underwent uneventful cataract surgery, with implantation of the crystalens hd100 in the left eye. Postoperatively, the patient reports her vision is blurry. The preoperative bcva was 20/20 with an mrse of -2.50 + 0.50 x 008. In 2008, the patient's bcva had decreased to 20/60 with mrse of - 2.25 + 0.25 x 074. The physician reports noticing a pattern on the posterior surface of the iol. The pattern is of unknown etiology. The relationship between the decreased bcva and the lens pattern is unknown. Additional information has been requested from the physician.